Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number : 16227394, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number : 16192584, model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30, serial number: (B)(4), batch/lot number : 16062024, model/catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads had migrated and a lead splitter connection was causing the lead to have a high impedance. Patient also had lost stimulation in the targeted area. The patient underwent revision procedure wherein the leads and lead splitter were replaced. The patient was reportedly doing well postoperatively.